Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fell off the pump when customer changed clothes. Additionally, a cartridge change error message occurred when the customer attempted to reload the cartridge that had fallen. A supply change was performed to address the issue, and customer resumed insulin therapy. Blood glucose was 290 mg/dl.